Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient made a hospital visit with hyperglycemia on insert date. The patient's blood glucose levels reached 526 mg/dl while wearing the pod between 24 and 36 hours. The dexcom g7 sensor was reading at 112 mg/dl but the finger stick was reading at 526 mg/dl. Symptoms reported include malaise, generalized pain, muscle cramps affecting the entire body and numbness. The patient was treated with insulin therapy and one small intravenous-administered medication (via syringe) that was described by medical staff as not being a pain medication but intended to help neutralize or relieve muscle cramping. The patient was discharged on the same day. The hospital staff contacted the patient's healthcare professional (hcp), who manages the patient's pod. The patient was administered a long-acting insulin injection and placed on a manual sliding-scale insulin regimen for 24 hours, after which treatment with a new pod and sensor was resumed. Dexcom was notified of the event on may 11th, 2026.